Event description:
Acute inflamatory syndrome in right mammary gland; seen by dr on 1/8/90 for first time (pt was given a silicone implant 10 yrs before), treated with antibiotics, analgesics, anti-inflamatory medication and rest. The syndrome repeated on 2 additional opportunities until 21/01/90 (the third one) when the pt was taken to surgery due to a great time faction of the right mammary zone (and pain) where a draining procedure was made to to a great quantity of purulent material acumulated in the region. The prosthesis was retired at once, obtaining rapid curing of the symptoms. Afterwards pt required psychological and psychiatric treatment until actual moment due to neurosis developed by all the inconveniences this has caused. (*)